Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. However, the fse reported to have reviewed a video sent by a getinge employee depicting the failure and reported that the issue is a display to console communication failure, thereby causing the display to shut down. Moreover, the fse examined the logs and observed error codes confirming the display to console communication errors. As such, the fse resolved the issue by cleaning the console display connector and replacing the display coiled cable, as a precaution. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during in-service training, the cardiosave intra-aortic balloon pump (iabp) had a display to console communication failure, thereby causing the display to shut down. There was no patient involvement, and no adverse event reported.